Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. It was reported that the doctor of the customer reported a button error alarm on the insulin pump of the customer. The doctor was advised that the insulin pump would need to be replaced. The doctor was also advised that the customer would have to revert to a back-up plan. The customer was reported to have just come into the emergency room at the time of the call. No additional information was provided.